Event description:
Customer reported a big difference between the blood glucose readings versus the sensor glucose readings. Customer's blood glucose reading was 9.9 mmol/l while the sensor read 5.2 mmol/l. It was noted that the difference between the two values was nearly 47 percent. No further information reported.

Manufacturer narrative:
Inspected one opened and used enlite sensor. Performed bicarbonate buffer test. Sensor passed per specification.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.